Event description:
No new patient or event information since the last report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation it was reported that during lasering and removal of kidney stone, cook single-use holmium laser fiber (rpn hlf-s273-h30) was broken, the physician used new laser fiber to complete the procedure and minor delay reported as a result of laser fiber replacement. No adverse event and additional procedure reported as a result of reported issue. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of instructions for use, manufacturing instructions, and quality control data. Cook reviewed product labeling. The product IFU for this device provides the following information to the user related to the reported failure mode: instructions for use (t_h30s_rev0) precautions several different factors affect the life of any fiber, including: ¿ improper handling. ¿continuous lasing with the fiber tip in contact with tissue ¿ never subject fiber optics to sharp bends in handling, use, or storage. ¿ fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. ¿ extended lasing at high power, ¿ lasing with a contaminated or damage proximal ¿ poor lasing beam alignment or focus ¿ always keep connector end dry and free of contaminants. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. A search of complaint records cannot be performed as the lot number was not provided. A review of the device history record and complaint search cannot be performed as the lot number was not provided. The complainant returned one holmium laser fiber for investigation. Visual examination confirmed fiber was returned in used condition. Fiber is separated into two segments. Length of distal segment measures 85.3 cm. Fiber optics protrudes from distal end of blue sheath 6mm. Length of proximal fiber segment is 215 cm; total length of returned fiber is 300.3cm. Plug appears secure, no discoloration or undamaged. Close examination of the point of separation showed black charring at the point of separation on the blue jacket and clear fiber. Most probable cause of this event has been contributed to improper handling of the fiber. Conclusion the complaint confirmed based on customer testimony and device failure analysis. Cook has concluded that based on evidence presented, most probable cause of laser fiber breakage is related to improper handling of laser fiber and any of the precautions listed in the IFU such as; laser fiber "improper handling", "continuous lasing with the fiber tip in contact with tissue", "subject fiber to sharp bends in handling or use" and "extended lasing at high power" could contribute to this event. The risk analysis documentation was reviewed/assessed and it was determined no action is required at this time and the failure mode will continue to be trended and monitored. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 23apr2020: it was reported, the fiber was broken all the way through and was in 2 pieces. There was a minor delay in replacing the fiber, but the customer was not concerned with this delay. No unintended section of the device remained inside the patient¿s body.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a stent removal, retrograde pyelogram (rpg), laser removal of kidney stone procedure, a cook® single-use holmium laser fiber was used. The fiber was placed through the flexible ureteroscope, laser energy was applied to the stone, and part way through this it was noted that there was an unusual noise. The laser machine was immediately stopped and the fiber was removed and inspected. On inspection, a break in the fiber was discovered. The section of the fiber, where the break occurred, would have been inside the scope. A new fiber was opened, inserted and used successfully to complete the procedure. The scope was inspected for damage and none was found. The lot number is not available, as it was reported the packaging was discarded and the lot number was not recorded. No adverse events have been reported as a result of the alleged malfunction.